Manufacturer narrative:
Concomitant medical products: 32inm polyethylene acetabular liner (cat# 136-32-51/lot# 1561995); 32mm -3.5 femoral head (cat# 148-32-93); size 9 femoral stem (cat# 164-03-09/lot# 2047256). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, plaintiff underwent revision surgery to remove the defective device, excise a large osteolytic cyst, and rebuild bone support a new acetabular cup. The device implanted into plaintiff was defective and unreasonably dangerous in that the acetabular liner catastrophically fractured, which allowed the femoral head to articulate directly against the initial cup and cause severe pain and injury to the plaintiff and necessitated a revision surgery only eight years after implant. Plaintiffs learned for the first time that the device was defective after its removal on or about (B)(6) 2020. As a direct result of the defective nature of the device, the plaintiff has suffered and continues to suffer permanent and debilitating injures and drainages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening, impingement and/or detachment; metallosis; soft tissue damage; adverse local tissue reaction; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct result, the plaintiff has sustained and will sustain future damages, including but not limited to additional revision surgeries; cost of medical care; rehabilitation; hone health care; lost wages; loss of earning capacity; mental and emotional distress; and pain and suffering.

Manufacturer narrative:
(H3) the revision reported was likely the result of edge loading and extensive edge wear of the acetabular liner, which led to material loss and articulation between the femoral head and the acetabular cup. The most likely cause for the prosthesis wear observed is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. The locking button was also found to have fractured. However, the lack of damage to the backside of the liner suggests that the full-thickness fracture occurred immediately before or during the revision surgery and does not appear to have contributed to the femoral head ¿ acetabular cup contact or the extensive wear of the acetabular liner. The most probable root cause associated with the reported event of ¿prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
(H3) the most likely underlying cause of the prosthesis fracture and the type of fracture reported cannot be determined from the information provided. It is unclear if the acetabular liner locking button failed, allowing for the liner to move from its intended location within the acetabular cup, if the liner wore through, or if there was a fracture around the liner rim, which led to the femoral head articulating directly against the acetabular cup. The most probable root cause associated with the reported event of "prosthesis fracture" is an adverse event appears to have occurred but there is not yet enough information available to classify the device problem. Section d1:brand name section d10: concomitant medical products. Nv crown cup clstr hole 48mm group 1 (cat# 180-01-48 / serial# (B)(6).